Manufacturer narrative:
The investigation was completed on 13-jul-2023. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 31027825l and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. It was after the procedure, blood pressure decreased and pericardial effusion was confirmed by body surface echocardiography. Tamponade was suspected so drainage was performed. Blood pressure was stable. The patient was under observation. Timing was after the procedure, when hemostasis was started, it was confirmed that blood pressure decreased. They confirmed that the physician never felt any abnormality in our products. Atrial septal puncture was performed with rf needle. Ablation was performed before cardiac tamponade was confirmed. Steam pop was not confirmed. Irrigation catheter¿s flow rate setting was 15ml. Progress: after the procedure, when hemostasis, pericardial effusion was confirmed. Drainage was performed. Blood pressure was stable. The patient was under observation. Physician assessment of the health hazard was non-serious (moderate/minor). Extended hospitalization. Method of cf monitoring was real time graph; dashboard; vector; and visitag. Color settings for visitag was tag index. Visitag additional filters were fot. There were no abnormalities observed prior to and during use of the product. Additional information was received on 20-jun-2023. It was discovered post use of biosense webster products. Drainage was performed and blood pressure was stable. Transseptal puncture was performed with rf needle. No evidence of steam pop. No error messages were observed. Additional information was received. Physician¿s opinion on the cause of the adverse event was the procedure, but could not determine the exact cause. Drainage was performed and blood pressure was stable. Blood transfusion was also performed (volume of transfusion was unknown). Outcome of the adverse event was recovered. Patient required extended hospitalization because of the adverse event; hospitalization was extended for one week, which was hospitalization for a medical checkup. Echocardiography was done. The event occurred post procedure. During hemostasis, blood pressure decreased. At that time, pericardial fluid was confirmed. Irrigated catheter was used in the event, the flow setting was pre: 1 sec, post: 5 sec. Correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. Visitag module was used, parameters for stability used was range: 3mm, time: 2 sec, fot25%, size2mm.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).